Manufacturer narrative:
One cadd solis vip was returned for investigation. No physical damage was found on the device. The device's event log indicated that it displayed the following alarm on (B)(6) 2018: "medium alarm displayed: cannot start pump." The customer's reported problem was verified. An alarming "air in line" message was detected when infusing the pump. The pump's air detector sensor failed the functional test. The air detector was replaced, after which, the pump passed all functional tests.

Event description:
It was reported that the cadd solis vip pump failed the air in line test. The issue was detected during preventative maintenance. No patient injury or complications were reported in relation to this event.